Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited intermittent capture. The device was successfully reprogrammed. There were no patient consequences.